Manufacturer narrative:
No observable defects could be found with the component itself. Measurements taken met design requirements. A review of the lot history of the subject product was completed and found to be acceptable per release criteria.

Event description:
An abutment broke due to overload. Pt is reportedly fine. Pt is same pt as medwatch report #2023141-1996-00042.